Manufacturer narrative:
(B)(4). G2. Foreign - chile. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery, the aseptic battery housing holder (lid) becomes loose. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d4; g3; g6; h2; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and functional evaluations could not be performed. The device history record was not reviewed lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.